Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a system failure: primary audible bgnd test. There was no patient involvement.

Manufacturer narrative:
D9 - date returned to mfg: 15-aug-2025. H3: one device was received for evaluation. Service history review found no previous repairs. The customer issue was confirmed by checking the alarm history and it is verified that the error. The main cause of the issue was the faulty speaker. The speaker was replaced. The device then passed all tests after the repairs.